Manufacturer narrative:
(B)(4) covidien service engineer (se) inspected the device and replaced the graphical user interface (gui) to breath delivery (bd) cable assembly and updated the software to the latest revision. The ventilator passed all the required testing.

Event description:
It was reported that before placing the unit on a patient, the ventilator generated an error which rendered the unit inoperative. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.